Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the doctor reported that the device was sticking at the very beginning of the case. The jaws were difficult to open and close. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the jaws fully closed. The devices was mechanical tested and it was noted that jaws could not be opened and the I blade did not translate when the trigger was fired. The device was connected to the generator and it was recognized. Due to the jaws and the I blade condition not all functional testing could be performed with the generator. The damaged found in jaws could cause the inability to open and close the jaws due to the damaged of the internal components in shaft. No conclusion could be reach as how this damage occurs.